Event description:
(B)(4). It was reported by the consumer's legal representative that the unspecified model walker would shift positions without command, the back legs would move, and was unable to go in a straight line. There was no injury reported.